Event description:
Technician alleged that the head section slowly drifts down. No pt impact.

Manufacturer narrative:
The technician replaced the hi/low head down hydraulic valve to resolve the issue.